Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Choke [choking]. Part of toothbrush head fell off [device breakage]. Case description: consumer contacted via social media and stated that the toothbrush heads fell off while he/she was brushing. No serious injury was reported.